Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a percutaneous vertebroplasty(l1) was performed on (B)(6) 2025. During the surgery, the balloon broke while inflating to 3cc (18 atoms). The sales rep suspected it hit a hard spot on the upper endplate and broke. The surgeon thought this was a common case, he removed the balloon, only to find that it had split open in the middle, leaving the entire balloon inside the body from tip to center. The middle balloon had to be removed from the tip, so the sales rep suggested the surgeon use a 2mm black endoscopic nucleus forceps. The surgeon was able to remove it. The sales rep had been on attending many vbs procedures, but this was the first time he'd ever seen such a case. In accordance with hospital rules, the broken balloon was discarded. The surgery was completed successfully with no delay.